Event description:
It was reported patient underwent left total knee arthroplasty on (B)(6) 2012. Subsequently, an irrigation and debridement procedure was performed on (B)(6) 2012 although tests for infection were negative. During the I&d procedure, the surgeon noted the femoral component was loose. All components were removed and replaced with spacers. No further information has been received to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, "loosening, migration, or fracture of the implants can occur due to loss of fixation, trauma, malalignment, malposition, non-union, bone resorption and/or excessive unusual and/or awkward movement and/or activity."

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.